Event description:
It was reported to boston scientific corporation that a pinnacle anterior apical pelvic floor repair kit was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced vaginal erosion, recurrent urinary tract and bladder infections, mesh erosion, recurrent prolapse, and polyps. The patient also experienced worsening urinary retention, incontinence, dyspareunia, vaginal scarring, fecal incontinence, abdominal and pelvic pain. All other information is unknown and unavailable.